Event description:
Customer called in to set up new insulin pump and stated she had high blood glucose of 465 mg/dl. High was due to her currently being of the insulin pump. Customer was advised on october 21, 2014 to revert to back up plan due to previous insulin pump had button errors. Customer sent email stating she was able to bring blood glucose down once her device was programmed. No further information.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.